Event description:
(B)(6) clinical study. Same case as: 2134265-2012-01431. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and restenosis. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 90% in-stent restenosed, 3.0mm in diameter and 38mm long. The lesion was treated with direct stent placement using two overlapping (distal 3.0x32mm and proximal 3.0x16mm) taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. The patient was discharged the same day on aspirin and effient. In (B)(6) 2012, the patient presented with chest tightness, dizziness and was hospitalized on the same day. The 85% focal in-stent restenosis of the previously deployed study stent (3.0x32mm study stent) in the mid lad was treated with placement of a 3.0x15mm non-bsc stent. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).